Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for color variation was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of color variation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode color variation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with a bd vacutainer® sst¿ blood collection tube, the cap was the incorrect color. The tube was replaced, and there was no report of patient impact.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with a bd vacutainer® sst¿ blood collection tube, the cap was the incorrect color. The tube was replaced, and there was no report of patient impact.